Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to vomiting and blood glucose levels in the 600's(mg/dl). The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2021 with no permanent damage. Reportedly, an occlusion alarm had occurred. Tandem technical support (cts) performed a system check and found that the customer uses admelog within the cartridge. Cts educated customer on cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.